Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator did not attempt to resolve the alarm and discontinued treatment without performing rinseback of the patient's blood, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not attempting to resolve the alarm and not rinsing back as instructed in the user's guide. The user's guide provides adequate instructions to resolve the alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.